Manufacturer narrative:
The investigation determined lower than expected vitros dgxn results were obtained from a single level of vitros tdm pv h5125 and a single level of non-vitros biorad l3 lot 47910 quality control fluid using two different vitros dgxn slide lots, tested on a vitros 4600 chemistry system the most likely assignable cause for the event is instrument related. A vitros dgxn within-run precision test was unacceptable using the vitros 4600 chemistry system ((B)(4)), however, acceptable precision test results were obtained on a vitros 250 chemistry system on site. This would indicate the vitros dgxn slides did not likely contribute to the event and the issue was instrument related. Acceptable vitros dgxn performance was obtained on (B)(4) after an ortho fe replaced the sample metering pump, the immunowash fluid (iwf) sample pump assembly, the ir wash cam and washer, the iwf metering assembly, and the performed all necessary adjustments.

Event description:
A customer observed lower than expected vitros dgxn results from a single level of vitros tdm pv h5125 and a single level of non-vitros biorad l3 lot 47910 quality control fluid using two different vitros dgxn slide lots, tested on a vitros 4600 chemistry system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho clinical diagnostics (ortho) has not been made aware of any erroneous patient sample results obtained or reported from the laboratory during the time frame of this event, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).